Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/20/2007 and 06/28/2007 by mail, phone and fax. Additional information was received 06/20/2007 and 07/02/2007 by phone and fax.

Event description:
A surgeon reports, that following bilateral intraocular lens (iol) implant surgery, a patient reports seeing sparkles at night that interfere with driving and glare during the day when sunlight reflects off of automobiles. Left eye: MDR #1119421-2007-00300. Right eye: MDR #1119421-2007-00301.